Event description:
It was reported that bd smartsite¿ needle-free connector occluded during use. This occurred several times, however, no patient impact was reported. The following information was provided by the initial reporter: we are having issues with the smartsite IV connectors - when attaching and then trying to push the fluids through, it¿s not flowing.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 21126081. Medical device expiration date: 21-dec-2024. Device manufacture date: 21-dec-2021. Medical device lot #: 21115577. Medical device expiration date: 08-nov-2024. Device manufacture date: 08-nov-2021. Medical device lot #: 22035428. Medical device expiration date: 03-mar-2025. Device manufacture date: 02-mar-2022. Investigation summary: a 2000e-04 product was not available for investigation; however, the customer indicated the complaint samples were from lots 22035428, 21115577 and 21126081. The feedback provided by the customer suggests a complete occlusion was detected at the smartsite component during priming. No further information was available to assist the investigation in this instance. As part of the feedback the customer provided some photographs of the affected sample; analysis of the photographs did not identify any damage or manufacturing defects to the smartsite component which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22035428, 21115577 and 21126081 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. However previous complaints for occlusions against the smartsite have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.